Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was later exchanged for a shorter length lens and the problem was resolved. Cause of the event is other.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).